Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Subsequent information was received that indicated additional lss's had been triggered. The patient was seen in clinic for follow up where the lead impedance measurement was noted to have been low. Noise was able to be recreated with isometrics. The lead was reprogrammed back to bipolar. The system will continue to be monitored. There were no adverse patient effects reported.

Event description:
Boston scientific received information that the patient was seen for a surgical intervention procedure where the lead was explanted and replaced. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine clinic follow up, this right atrial (ra) lead and pulse generator (pg) indicated that a lead safety switch (lss) had occurred. The date of occurrence and value of the impedance measurement was unknown. Noise was also seen in unipolar configuration. The device was reprogrammed to bipolar configuration. There were no adverse patient effects reported. The system remains in service.